Event description:
The customer stated that she was hospitalized due to hyperglycemia and diabetic ketoacidosis. It was reported that the customer's blood glucose reading read "hi". The customer stated that the insulin pump alarmed no delivery prior to the event. Troubleshooting was performed, and the insulin pump alarmed no delivery during the prime test. The customer could not perform further troubleshooting at the time of the phone call due to vision problems. The customer was advised to call back to complete troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.